Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician intended to use the protege gps to treat in the subclavian vein. It should be noted that the protege gps is not indicated for use in the subclavian vessels. It is reported that a premature partial deployment occurred. The physician removed the delivery system and stent. The procedure was completed with another unknown stent. No intervention or patient injury is reported. Evaluation summary: the protege gps stent delivery system (sds) was received for evaluation without any ancillary devices or cine images from the procedure. The deployment paddles were in contact with each other. The manifold assembly exhibited a fracture of the ultrasonic weld between the lock housing and the cap. Examination of the bond between the two components revealed that the ultrasonic weld was fully circumferential. The cause of the fracture or the forces initiating the fracture could not be determined. The delivery catheter had several bias bends and one kink. The retainer was examined: no abnormalities or deformities were noted. The stent was examined: no abnormalities or deformities were noted.